Event description:
Pt's dialyzer was being prepared for his treatment. During the 15 min recirculation process to ultrafilter reprocessing solution out it was noted that the dialyzer and the ns primed bloodlines were a distinct gray color. They were removed from the machine and held for pick-up. This was reuse #15; semi-automated reuse machine with 3.5% disinfectant lot #3w258, pretreatment water multimedia tank, carbon tank, submicron filter pre reuse ns lot # unavailable.